Manufacturer narrative:
(B)(4).

Event description:
The customer reports catheter leakage during usage on the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one arterial catheterization device for analysis. No definite signs-of-use were observed. Visual examination of the hub revealed that the returned device is a 22ga catheter, which does not match the reported size of 20ga. This indicates the customer either returned the wrong device, or the wrong material number was reported. No defects or anomalies were observed of any kind. The returned catheter was initially tested by flushing using an inventory syringe. The catheter functioned as expected. Then distal end was then occluded and tested again, no leaks were observed coming from the catheter. The catheter was then leak tested. With the distal end of the catheter occluded, water was injected through the catheter to a pressure of 300kpa and maintained for 30 seconds. No leaks were observed from any part of the catheter. A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "in order to minimize the risk of problems associated with disconnects , it is recommended that only luer-lock connecting tubing be used with this device". The reported complaint of the catheter leaking could not be confirmed through examination and functional testing of the returned sample. Visual examination revealed that the returned sample is a 22ga catheter, which does not match the 20ga catheter reported by the customer. Aside from this, the catheter did not leak during functional testing, and a device history record review was performed on the reported lot with no relevant findings identified. Based on the sample received and the discrepancy between the reported catheter and returned catheter, the root cause could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports catheter leakage during usage on the patient.